Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. The printed circuit board assembly was found to be defective. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/03/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump did not have an audible alarm.